Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. (B)(4).

Manufacturer narrative:
An attempt for product return and a request for additional information was made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that when the fireman took charge of a patient in the field with a suspicion of spco intoxication. The fist value they could get was 2 % with their rad57c. They brought the patient to the closest hospital ((B)(4)) and took a new value on their patient with the rad57c of the ER dpt of this hospital . The value was 19% ! They have done a blood gases and the result was 19 % as well.